Event description:
It was reported that the patient had left pectoral muscle stimulation and the patient went to the emergency room. An atrial lead warning was triggered for low impedance and the polarity had switched to unipolar. It could not be verified if the patient had capture at high thresholds. The mode was reprogrammed to vvi 70. A few days later, the lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected lower range. The atrial lead impedance at implant was 248 ohms with trend data ranging from 205-262 ohms. The lifetime minimum impedance measurement was 198 ohms. Data show a high count of low impedance paces. An atrial lead warning occurred on (B)(6) 2014.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: vedr01 ipg, implanted: (B)(6) 2008. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.